Manufacturer narrative:
The reported event of driveline damage and red heart alarms can be confirmed. Examination of the replaced portion of the percutaneous lead found that the yellow wire had fractured at the terminus of the connector bend relief. Visual inspection of the intact wires found that the insulation of the brown wire had been breached and the remaining wires were kinked adjacent to where the yellow wire had fractured. If the exposed conductor from the yellow or brown wires contacted the braided shield, the resulting short would have caused the reported red heart alarms. The insulation breach and wire kinks appeared to have resulted from mechanical trauma, which is consistent with the reported fall resulting in a driveline tear. A review of device history records for this system controller showed no deviations from manufacturing or qa specifications. No further info is available. The manufacturer is closing its file on this event.

Event description:
The pt was implanted with a left ventricular assist device. The perfusionist reported that the pt's driveline was "torn". The percutaneous lead was replaced. Investigation of the returned percutaneous lead found that the insulation of the brown wire had been breached and the remaining wires were kinked adjacent to where a fractured yellow wire was found.